Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD ,implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited two high rate non-sustained ventricular tachycardia (vt) episodes and an elevated number of short v-v intervals. The rv lead also had noise while the clinician pressed upon the device header area where it overlapped the coiled lead under the device in the pocket. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.